Manufacturer narrative:
H3: product analysis found that visually, there were traces of a red and clear residue found on the cuff when returned. There was no damage noted in the construction of the returned device. The wire harness had no paper tape intact when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated with no issues. The cuff was deflated and inflated again and no issues found. For further analysis, the cuff and inflation assembly were water tested, and no leakage found. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, checked the tube before endotracheal intubation and found that the cuff could not be inflated. There was no impact patient.